Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and ¿bmw wire was used but lead would not track over the wire¿. As received, a complete lead was returned in one piece. The reported event of ¿bmw wire was used but lead would not track over the wire¿ was confirmed. The wire that was used in the field was not returned with the lead. Visual and x-ray examination of the lead conformed the cause of the reported event was isolated to bunching up of the coating of guidewire and inner coil at the connector region consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for revision of the left ventricular (lv) lead due to loss of capture. Fluoroscopy confirmed the lv lead had dislodged. During the procedure the failed to track over lv lead, consequently it was explanted and replaced. The patient was stable.